Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) through the aware date. There were no similar complaints identified during the search period. The ca 19-9 analyte application manual states the following: limitations of the procedure st aia-pack ca 19-9 should not be used as a screening test. The results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ca 19-9, the highest concentration of ca 19-9 measurable without dilution is 400 u/ml, and the lowest measurable concentration is 1.0 u/ml (assay sensitivity). Although the approximate value of the highest calibrator is approximately 400 u/ml, the exact. Concentration may be slightly different depending upon the lot. The assay specification, assay. Range high, should be defined as the upper limit of the assay range, 400 u/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate. Mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia were spatial. Interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values or occasionally falsely decreased values when tested for ca 19-9. Using st aia-pack ca 19-9. A ca 19-9 result below the upper reference limit of normal does not indicate the absence of malignancy because patients with histopathologic evidence of pancreatic cancer may have ca. 19-9 assay values within the range of normal individuals. Patients who do not secrete blood. Group lewis antigen do not produce ca 19-9. Conversely, a ca 19-9 assay value exceedingly the upper limit reference limit of normal does not necessarily indicate the presence of pancreatic. Malignancy since a small percentage of healthy individuals and individuals with non-malignant. Conditions as well as malignancy in other locations than the pancreas may have elevations in ca 19-9 assay results. A ca 19-9 assay value should not be interpreted as absolute evidence for the presence or absence of malignant disease of the pancreas. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert. The most probable cause of the reported event could not be established.

Event description:
The customer reported failed 2024 3rd event chemistry core american proficiency testing institute (api) testing for carbohydrate antigen 19-9 (ca 19-9) on the aia-900 analyzer. The survey samples were initially run on (B)(6) 2024 and failed on all five (5) samples using lot 96. The customer noted quality control (qc) was trending high, so the customer recalibrated and reran the api material on (B)(6) 2024 using lot 99, with acceptable results. No quality control (qc) issue reported. The analyzer is functioning as expected, no further actions required from tosoh. Customer informed tosoh for documentation purposes. Tosoh quality lab passed all five proficiency samples for ca 19.9. There was no indication of any patient intervention or adverse health consequences due to the reported event.